Event description:
It was reported that a spectrum pump did not recognize close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the reported problem of "door not fully latched" was reproduced. A review of the event history log (ehl) revealed occurrences of door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook switch was damaged. The upper aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.